Event description:
The customer reported via phone call that they had a no delivery alarm during a manual prime. Customer's blood glucose was unknown mg/dl. Customer stated that insulin did not exit. The customer was advised to change the entire infusion set system as soon as possible. The customer was advised to return infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.